Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were non responsive and had motor error. The customer's blood glucose level was unknown. The customer also reported that lost settings during battery change, rejected new battery, unexplained no delivery and hairline cracks on the screen. The device will not be returned for analysis.